Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was fractured approximately 4.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the proximal shaft was fractured. This damage may have occurred due to forceful manipulation of the lantern at extreme angles during withdrawal from the patient or during flushing. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lantern's). After using two lantern's at the same time for each side of the patient, the physician felt that the procedure was completed and removed the devices. However, the physician wanted to wait a few minutes before completing the procedure to make sure that enough of the vessel was embolized. In the meantime, while the technologist was flushing one of the lantern's on the back table, the hub of the lantern fractured off and therefore, the lantern was unable to be used again. After a few minutes, the physician and hospital staff decided to go back in one more time and completed the procedure using the other lantern. There was no report of an adverse effect to the patient.